Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced an air embolism and stroke with a visual defect. After a pulse field ablation (pfa) procedure using a faradrive steerable sheath clear the patient had a visual defect. A magnetic resonance imaging (MRI) scan of the head was performed which indicated that an embolic event had occurred. It was suspected that air may possibly have entered the sheath through the hemostatic valve, but this was unconfirmed as no air was observed in the sheath during the procedure. The issue is ongoing and the patient's condition is being followed for any developments. The device is not expected to be returned for analysis due to disposal.